Manufacturer narrative:
The autopulse platform was returned to zoll for investigation on (B)(6) 2016. Visual inspection of the returned platform was performed; the front and top enclosure were noted to be damaged. The autopulse platform is a reusable device and was manufactured on (B)(6) 2010. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and not related to the reported complaint. A review of the archive was performed. Numerous user advisory (ua) 12 (lifeband not present) and ua 18(max take-up revolutions exceeded) were noted. The device displayed ua 12 during functional testing. After the lifeband switch was adjusted, the autopulse passed functional test. In summary the customer's reported complaint was confirmed. The root cause for the reported complaint is related to lifeband switch not in place. Unrelated to the reported complaint, the clutch plate was sticky and it was deburred.

Event description:
It was reported that autopulse was displaying user advisory(ua) 12(life-band not present) and 18(max take-up resolutions exceeded) messages upon powering on. This issue was noticed during morning check. No patient involvement reported.